Event description:
It was reported that the customer was hospitalized for high blood glucose, dka and pancreatitis. Customer's blood glucose reading at the time of hospitalization was 750 mg/dl. Caller stated that the customer was unresponsive and was taken to the hospital. Caller also stated that the customer was in a car accident in (B)(6) 2003 and was hospitalized as a result. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. All the buttons functioned properly and no moisture damage on the keypad traces noted.